Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 132 mg/dl and the sensor glucose was 79 mg/dl. The customer states that her numbers on the pump have been off and that the pump suspend for a low, but she wasn't feeling low and so she unsuspended. The customer declined to troubleshoot for sensor glucose verse blood glucose and suspend on low. The sensor will not be returned for analysis.